Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that on (B)(6) 2011 the patient underwent excision and revision of exposed mesh secondary to bilateral suburethral sling erosion of the right and left lateral vaginal walls.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat pelvic organ prolapse and stress urinary incontinence concurrent with an endometrial ablation, dilation and curettage and removal of adhesions. Post implantation the patient experienced pain, discharge, infections, bleeding, exposure and erosion of mesh and recurrence of incontinence. The patient underwent excision of mesh on (B)(6) 2011. (B)(4).